Event description:
Blood glucose tested on machine with result of 28mg/dl. Serum glucose drawn and sent for analysis with results of 99mg/dl. Machine cleaned and quality control performed with new bottle of strips. Tested against another machine with results on first machine 58 mg/dl and results of 86/dl on second machine.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, visual examination, other. Results of evaluation: invalid data. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.